Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported intermittent aspiration problems. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative noticed the fluidics module to be contaminated with balanced salt solution. The fluidics module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on may 5, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the bss ingress on the valves of the fluidics module. The manufacturer internal reference number is: (B)(4).